Manufacturer narrative:
Device evaluation details: on 8-nov-2022, the product was returned to biosense webster inc (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures and the evaluation has been completed. Visual analysis revealed two kinks at the proximal part on the sheath and that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(4). Investigation findings: mechanical problems identified / investigation conclusions: cause not established / (B)(4). (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that during the procedure, the hemostatic valve dislodged into hub and air entered. The issue was resolved with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small replacement. Additional information received indicated the hemostatic valve was the section that broke/separated. The hemostasis valve (gasket) dislodged inside the hub but not outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. Air did not enter the patient¿s body. No patient consequences. No blood return observed.